Event description:
Patient was diagnosed with osteoarthritis of the left shoulder. A left total shoulder arthroplasty was performed using a smith and nephew promos shoulder system. After having problems with the shoulder, the patient came back about a year later and had the hardware removed. Upon investigation it was found that this particular screw set was recalled in january 2010 (several months before patient had device removed).====================== health professional's impression======================it was found that this was a recalled deviced based on a 1/14/10 letter from stericycle, inc. The physician felt it had been broken quite a while as he found that the glenoid had both evidence of significant wear at the inferior margin and also a big gouge in the middle of the glenoid and evidence of subtle loosening of the prosthesis.====================== manufacturer response for inclination set, promos======================recalled 1/14/2010